Manufacturer narrative:
D2a common device name: corrected. The device was returned to boston scientific for analysis. Visual inspection showed no out abnormalities. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After removal of a farawave catheter to perform post-mapping, it was determined that additional applications with the farawave catheter were needed. Upon reinsertion of the farawave catheter into the sheath, air ingress was seen while aspirating the sheath. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After removal of a farawave catheter to perform post-mapping, it was determined that additional applications with the farawave catheter were needed. Upon reinsertion of the farawave catheter into the sheath, air ingress was seen while aspirating the sheath. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.